Manufacturer narrative:
The reaction monitor curve for the initial result was abnormal. The reaction monitor curves for the repeat results were normal. Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was acceptable. "Abnormal aspiration" and "sample short" alarms were observed on the customer¿s alarm trace data from the day of the event. The customer used 13 mm sample tubes with no rack adapter. The investigation is ongoing. Na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas pro c 503 analytical unit. The initial result was 15.5 mmol/l. On (B)(6) 2022 the sample was repeated with results of 7.72 mmol/l and 7.68 mmol/l. The questionable high result was not reported outside of the laboratory. The chol2 reagent lot number was 658312 with an expiration date of 31-may-2023.

Manufacturer narrative:
The analyzer was maintained properly. The customer was using the 13 mm tubes without rack adapters and alarm trace has several sample short alarms on the day of the event. A general reagent issue was ruled out since calibration and qc data were performed and they passed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. No product issue was found.